Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5059080) on 29-jan-2016. The most recent information was received on 13-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnant two/ postimplant pregnancies"), abdominal pain lower ("cramps are so bad/sometimes has a lot of pain") and breech delivery ("son was born breech") in a 26-year-old female patient who had essure (batch no. 625641) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had a little trouble placing the coil in one of the tubes at first" in 2007 and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 and hemorrhoids. Previously administered products included for an unreported indication: wellbutrin from 2001 to (B)(6) 2005 and depo provera. Concurrent conditions included postpartum state and fallopian tube obstruction. Concomitant products included fluoxetine hydrochloride (prozac) from (B)(6) 2007 to (B)(6) 2007, ibuprofen since 2013, ibuprofen since 2013 and medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2007, the patient experienced menorrhagia ("terrible periods/periods are heavier than they were before"). On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced breech delivery (seriousness criterion medically significant), 604 days after insertion of essure. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion disability), ovarian cyst ("cysts on my ovaries"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal area"). The patient was treated with surgery. Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, pregnancy with contraceptive device, abdominal pain lower, breech delivery, menorrhagia, ovarian cyst, depression, anxiety, dysmenorrhoea, dyspareunia, migraine, headache and nausea outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage, vaginal infection and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, breech delivery, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: one tube not closed / right tube with spill; on (B)(6) 2008: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: plaintiff fact sheet received, reporter ,event nausea and concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5059080) on (B)(6) 2016. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnant two/ postimplant pregnancies"), abdominal pain lower ("cramps are so bad/sometimes has a lot of pain") and breech delivery ("son was born breech") in a 26-year-old female patient who had essure (batch no. 625641) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had a little trouble placing the coil in one of the tubes at first" in 2007 and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 and hemorrhoids. Previously administered products included for an unreported indication: wellbutrin from 2001 to (B)(6) 2005 and depo provera. Concurrent conditions included postpartum state, fallopian tube obstruction, vision abnormal, scotoma, postpartum depression and gestational hypertension. Concomitant products included fluoxetine hydrochloride (prozac) from (B)(6) 2007 to (B)(6) 2007 and medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013. In january 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2007, the patient experienced menorrhagia ("terrible periods/periods are heavier than they were before"). On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced breech delivery (seriousness criterion medically significant), 604 days after insertion of essure. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion disability), ovarian cyst ("cysts on my ovaries"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal area"). The patient was treated with surgery. Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, pregnancy with contraceptive device, abdominal pain lower, breech delivery, menorrhagia, ovarian cyst, depression, anxiety, dysmenorrhoea, dyspareunia, migraine and headache outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage, vaginal infection and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, breech delivery, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: one tube not closed / right tube with spill; on (B)(6) 2008: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-feb-2019: medical records received, new reporter, patient concomitant conditions were added amendment: the report was also amended on 05-feb-2019 for the following reason: case correction were reporter, event nausea and concomitant medication all information was removed. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5059080) on 29-jan-2016. The most recent information was received on 02-aug-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnant two/ postimplant pregnancies"), abdominal pain lower ("cramps are so bad/sometimes has a lot of pain") and breech delivery ("son was born breech") in a 26-year-old female patient (gravida 4, para 3) who had essure (batch no. 625641) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had a little trouble placing the coil in one of the tubes at first" in 2007 and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included postpartum state and fallopian tube obstruction. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced menorrhagia ("terrible periods/periods are heavier than they were before"). In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, 604 days after insertion of essure, the patient experienced breech delivery (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion disability), pelvic pain ("pelvic pain."), ovarian cyst ("cysts on my ovaries"), vaginal haemorrhage ("abnormal vaginal bleeding"), vaginal infection ("vaginal infection"), depression ("depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery. At the time of the report, the device expulsion, pregnancy with contraceptive device, abdominal pain lower, breech delivery, menorrhagia, ovarian cyst, vaginal haemorrhage, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, anxiety, breech delivery, depression, device expulsion, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: one tube not closed / right tube with spill; on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: pfs and medical record received: the events abnormal vaginal bleeding, vaginal infection, depression, mental anguish were added. Reporter and event outcome added. The event migration of device was updated to migration of essure device location of device: uterus. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5059080) on 29-jan-2016. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ migration of essure device - location of device : myometrium'), pregnancy with contraceptive device ('pregnant two/ postimplant pregnancies'), abdominal pain lower ('cramps are so bad/sometimes has a lot of pain') and breech delivery ('son was born breech') in a 26-year-old female patient who had essure (batch no. 625641) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had a little trouble placing the coil in one of the tubes at first" in 2007 and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and hemorrhoids. Previously administered products included for an unreported indication: wellbutrin from 2001 to (B)(6) 2005 and depo provera. Concurrent conditions included postpartum state, fallopian tube obstruction, vision abnormal, scotoma, postpartum depression and gestational hypertension. Concomitant products included flunisolide (aerobid) for asthma as well as fluoxetine hydrochloride (prozac) from (B)(6) 2007 to (B)(6) 2007 and medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain / pain"), menorrhagia ("terrible periods/periods are heavier than they were before/ abnormal bleeding (vaginal, menorrhagia) : menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia): vaginal"). In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced breech delivery (seriousness criterion medically significant), 604 days after insertion of essure. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion disability), ovarian cyst ("cysts on my ovaries"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal area"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery. Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, pregnancy with contraceptive device, abdominal pain lower, breech delivery, ovarian cyst, depression, anxiety, dysmenorrhoea, dyspareunia, migraine and headache outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, breech delivery, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted with date of device insertion date : (B)(6) 2007 as per fu-13(pfs), (B)(6) 2007 (as per pif). Patient had experience 4 pregnancies : (B)(6) 2001, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 106.576 kgs. Hysterosalpingogram - on (B)(6) 2008: results: one tube not closed / right tube with spill; on (B)(6) 2008: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Outcome updated for events pelvic pain, menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5059080) on 29-jan-2016. The most recent information was received on 09-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ migration of essure device - location of device : myometrium'), pregnancy with contraceptive device ('pregnant two/ postimplant pregnancies'), abdominal pain lower ('cramps are so bad/sometimes has a lot of pain') and breech delivery ('son was born breech') in a 26-year-old female patient who had essure (batch no. 625641) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had a little trouble placing the coil in one of the tubes at first" in 2007 and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and hemorrhoids. Previously administered products included for an unreported indication: wellbutrin from 2001 to (B)(6) 2005 and depo provera. Concurrent conditions included postpartum state, fallopian tube obstruction, vision abnormal, scotoma, postpartum depression and gestational hypertension. Concomitant products included flunisolide (aerobid) for asthma as well as fluoxetine hydrochloride (prozac) from (B)(6) 2007 to (B)(6) 2007 and medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain / pain"), menorrhagia ("terrible periods/periods are heavier than they were before/ abnormal bleeding (vaginal, menorrhagia) : menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia): vaginal"). In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6), the patient experienced breech delivery (seriousness criterion medically significant), 604 days after insertion of essure. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion disability), ovarian cyst ("cysts on my ovaries"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal area"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery. Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, pregnancy with contraceptive device, abdominal pain lower, breech delivery, ovarian cyst, depression, anxiety, dysmenorrhoea, dyspareunia, migraine and headache outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, breech delivery, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted with date of device insertion date : (B)(6) 2007 as per fu-13(pfs), (B)(6) 2007 (as per pif). Patient had experience 4 pregnancies : (B)(6) 2001, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 106.576 kgs. Hysterosalpingogram - on (B)(6) 2008: results: one tube not closed / right tube with spill; on (B)(6) 2008: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), pregnancy with contraceptive device ("pregnant two/ postimplant pregnancies"), abdominal pain lower ("cramps are so bad/sometimes has a lot of pain") and breech delivery ("son was born breech") in a (B)(6) female patient (gravida 4, para 3) who had essure (batch no. 625641) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had a little trouble placing the coil in one of the tubes at first" in 2007 and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included postpartum state and fallopian tube obstruction. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced menorrhagia ("terrible periods/periods are heavier than they were before"). In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, 604 days after insertion of essure, the patient experienced breech delivery (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion disability), pelvic pain ("pelvic pain.") And ovarian cyst ("cysts on my ovaries"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (tubal ligation due to complications from the essure). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain lower, breech delivery, pelvic pain, menorrhagia and ovarian cyst outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, breech delivery, device dislocation, menorrhagia, ovarian cyst, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was not event reported which indicates a new failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-sep-2017: event migration of device and pelvic pain added, essure implant date updated and case classification updated to potential legal. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.